Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Two osseotite® implant 3.75 x 15mm (oss315) were reported for implant fracture. The manufacturing/investigation handling site (pbg) has not received and evaluated the actual devices therefore, the product has not been physically inspected. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Device history record (DHR) was not available electronically for the subject lot number (21036) manufactured on 28-aug-1996. Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (21036) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified for both devices and the reported event was non-verifiable without objective evidence of the reported fractured devices.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown/not provided. Lot and UDI number unknown/not provided. Product not returned.

Event description:
It was reported after repeated chipping of veneering material on a metal/ceramic full arch bridge. The screw that was retaining a bridge was loose. During examination doctor noticed that the implant was fractured. Implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: lot number updated. D4: expiration date not available. D4:UDI number not available. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date not available. H10: additional narrative.